Manufacturer narrative:
Product event summary: analysis did not confirm the stated reason for return (that although the programmer had just been returned from being repaired the level of noise from the fan remained unacceptable), as it was noted that the noise was caused by the power supply fan and not the system fan. Analysis additionally noted that after one of the start-ups an error appeared and then within a few seconds the programmer turned off. The power supply was replaced as a preventive and a software reconfiguration was to be performed to eliminate possible software issues. The device was cleaned and it passed its electrical safety test and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after being in for repair of the same issue, the programmer's fan was still too noisy to be acceptable. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.